Event description:
The customer reported the ventilator shut down and did not transition over to backup battery power when the facility lost power. The customer reported the ventilator did not alarm. The customer reported the ventilator was in use on a patient, and there was no harm. The manufacturer's service technician reported he tested the backup battery that was in use on the ventilator at the time of the reported event. The service technician reported the backup battery failed during performance verification testing. The service technician replaced the backup battery to complete the repair.